Event description:
It was reported that the patient experienced discomfort with an ambicor penile prosthesis as the pump and tubing were too high, causing discomfort while having intercourse. The patient had ambicor penile prosthesis replaced with an inflatable penile prosthesis (ipp). There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with an ambicor penile prosthesis as the pump and tubing were too high, causing discomfort while having intercourse. The patient had ambicor penile prosthesis replaced with an inflatable penile prosthesis (ipp). There were no further patient complications.